Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise episodes on electrograms. The patient was seen in clinic on (B)(6) 2018. The noise was not reproducible with isometric exercises, device manipulation or shoulder movement. Programming changes were made. The patient was in a stable condition.